Event description:
It was reported that during deployment of vena cava filter, the filter limbs did not fully expand. The filter was retrieved with a snare device and another filter was deployed without incident. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.